Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead dislodged in the early stages of post op. Surgical intervention was performed the same day to reposition this lead; however, there were no viable left ventricle positions in the coronary sinus. Subsequently, a deep septal lead placement was performed. This lead is not expected for return.